Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported that he received a high bg reading of 500 mg/dl, compared to a bg reading of 127 mg/dl four minutes later, using the same meter and same cartridge of strips. The user also reported that this inconsistency occured several times with different test strips.